Event description:
The customer initially called to report an alarm during the manual prime. The customer then stated that she was taken to the emergency room due to low blood glucose levels. No blood glucose levels were reported. The customer stated she was connected to the insulin pump when she performed the manual prime, therefore receiving eighty units of insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been analyzed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.